Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. The fse confirmed with the customer that the issue didn¿t return. The fse recommended that staff to inspect the instruments and keep serial numbers recorded so they may RMA them, if the issue returns. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had instrument would not close all of the way on arm 2. Site replaced the instrument with no change and moved the instrument to arm 1. The procedure was completed with no reported injury.